Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the (B)(6) hospital¿s emergency room complaining of dyspnea and chest pain. A computerized tomography (CT) scan was performed and revealed a large pericardial effusion due to perforation of the ventricular heart wall into the pericardial sac. The patient was transferred from whitehorse general hospital to (B)(6) hospital for further intervention. The lead was explanted and replaced without further incident at st paul¿s hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Attempts to retrieve the device were unsuccessful. If the product is returned, analysis will be performed and this report would be updated at that time.